Event description:
It was reported that patient had ineffective stimulation in the wrong location. Patient was sent to the physician for further evaluations. Programming changes were made. A lead revision was completed on (B)(6) 2019 where the leads were moved to upper thoracic region to address the issue. Patient was stable.